Manufacturer narrative:
Device investigation narrative - one 9x30 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. Based on the clinical details provided a root cause cannot be determined. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
The screw broke while tightening it. It is unknown if a backup device was available or if there were any delays. No patient injuries were reported.